Manufacturer narrative:
Result: footboard. Siderail panels.

Event description:
It was reported by service report the footboard was damaged. It was further reported that the head end right siderail panels were damaged. It is unknown if there was patient involvement, however, no adverse consequences are reported.